Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. The customer was successfully able to rewind the insulin pump. The customer was assisted with troubleshooting. The device will return for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and unexpected restart error test. No unexpected restart error anomalies noted. (B)(4).